Event description:
A male pt contacted lifecor customer support to report that both battery packs would not fit into the monitor. He reported that both battery pack connectors and the pins within the monitor looked to be normal. He also stated, that the battery pack would stick 1/8 of an inch out of the monitor. A lifecor pt svcs rep (psr) visited the pt and exchanged the monitor and battery packs.

Manufacturer narrative:
Device eval summary: device evaluations of monitor - 01/2008. Battery pack - 01/2008. Battery pack - 01/2008. Device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The connectors were repaired. Then the battery packs were retested and restocked. The root cause of the battery pack connector damage was likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor and battery packs. The pt received a replacement monitor and two replacement battery packs.